Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate therapy due to oversensing and noise. The lead had also fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.